Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level and scratches are on the screen. Customer's blood glucose value was 35 mg/dl at the time of the incident. The customer reported that scratches are on the screen and top right corner and customer was unable to read. Customer did not want to troubleshoot. Advised to discontinue use of the pump and revert to a back-up plan. Customer will return device for analysis.

Manufacturer narrative:
Unit passed rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had severely scratched lcd window, cracked lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. No a strange color around the crack noted.